Manufacturer narrative:
The device was not returned; therefore, a product evaluation could not be performed. A review of manufacturing records showed all requirements were met. The system has software safeguards that will trigger error/event codes should the system be outside acceptable limits. Customer did not perform requested burn paper test, which can be utilized to confirm system laser is providing correct pattern/coverage; therefore, a review of the burn paper test could not be performed. Based on the available information, no causal factors can be determined as the root cause of the reported event. According to fraxel user manual discoloration of hypopigmentation is a known possible reaction to fraxel treatment.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported the patient developed loss of skin pigmentation 4 weeks following a second treatment session. Reportedly, the patient underwent 2 treatment sessions to the full face for correction of possible acne scars. Date of first treatment session was unknown, but reportedly the patient did not have any adverse event. The second treatment session was on (B)(6) 2017. Reportedly, the patient claimed that vitiligo presented 4 weeks after the second treatment session; however, the patient did not notify the treating facility until two months later after seeing a dermatologist. Patient was put on some topical cream by their dermatologist to help with the vitiligo condition. Reportedly, the patient is a fitzpatrick skin type ii. Additional information has been requested, but has not been received.